Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibial articular surface provisional left size ef: catalog#42517000505, lot#64291551. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-00387. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). The product will not be returning to zimmer biomet for evaluation as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that while trialing during an initial knee procedure, a total tibial articular surface provisional instrument fractured. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual inspection of the provided photos of a tibial articular surface provisional left size ef item # 42517000505 lot # 64941588 found it to exhibit signs of repeated use nicked / gouged and has fractured from the lateral side of the post feature. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.